Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt/check belt messages) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure were lead 1 and lead 2 wires being broken at ecgs c & d cable connectors, causing them to not connect to a monitor. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.